Manufacturer narrative:
(B)(4). Concomitant medical products : catalog #: 14-410002, bead tip gd wire 2.6mm x 80cm, lot # 844790, catalog #: 27914, lag screw guide wire 3.2x460mm, lot # 179130, catalog #: 14-405028, ti-dble lead cort 5.0x28mm scr, lot # 943560, catalog #: 14-405026, ti-dble lead cort 5.0x26mm scr, lot # 409760, catalog #: 14-405038, ti-dble lead cort 5.0x38mm scr, lot # 756470, catalog #: 14-405034, ti-dble lead cort 5.0x34mm scr, lot # 192800, catalog #: 14-405065, ti-dble lead cort 5.0x65mm scr, lot # 756580. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was considered confirmed due to the x-rays showing evidence of a nail fracture. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient sustained mechanical breakage of nails in the post operative period. Attempts were made to gain more information however, no information was received.